Manufacturer narrative:
D2b: procode: dqo, kra. D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted. E1: initial reporter name: requested, not provided. G4: 510k: n/a. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. Terumo medical products (tmp) (importer), registration no. 2243441, is submitting this report on behalf of terumo clinical supply co., ltd. (Manufacturer), registration no. 3009500972.

Event description:
Terumo medical corporation received the reported information. While pushing and pulling the guidewire in combination, the device was advanced into the blood vessel. However, the tube and hub of the device detached. Therefore, use of the device was discontinued.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the complete investigation results. Appearance: the involved device, zizai (hereinafter referred to as the involved device), was returned to tcsc in a condition where the bonding between the tube and the connector had separated. As a result of observing the proximal side of the tube that had separated from the bonding, no exposure of the braid, deformation of the resin, or other abnormalities were observed at the tube end, and no damage was found in the tube of the involved device. Next, as a result of observing the connector part of the involved device, no detached tube was observed at the base of the connector. Based on these observations, it was inferred that the separation of the bonding between the tube and the connector in the involved device was not caused by damage to the tube. Observation of the bonding separation area: in our product zizai, the tube and the connector part are bonded using an adhesive. In order to inspect the bonding condition between the tube and the connector of the involved device, further magnified observation was conducted on the proximal part of the tube and the connector part. As a result, no indication of adhesive bonding was observed, such as adhesive residue or surface roughness caused by peeling of the bonded area. For our product, zizai, the tube and the connector are bonded using the method described below, and inspection is subsequently performed. As a result of reviewing device history records of the lot 231104310, no abnormalities that could lead to a bonding abnormality between the tube and the connector, such as changes in operators or manufacturing methods, were identified. The involved device was returned to tcsc in a condition where the bonding between the tube and the connector had separated. As a result of observing the proximal side of the tube and the connector part of the involved device, it was inferred that the separation of the bonding between the tube and the connector was not caused by damage such as tube breakage. In addition, upon observing these parts, no indication of adhesive bonding was found, such as adhesive residue or surface roughness caused by peeling of the bonded area. From above results, it was inferred that the bonding separation between the tube and the connector that occurred in the involved device was caused by the presence of an unbonded product during our manufacturing process due to work interruption or changeover, which was not detected during subsequent inspection and was therefore released to the market.